Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind and motor position encoder error alarms confirmed in the history file due to corroded motor home switch. There was no internal clock comparison error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.